Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that customer had high blood glucose. Customer was taken manual injection of 17 unit for last 2 weeks and her blood glucose level was not went to 414 mg/dl after getting insulin less and this morning she went down to 55.8 mg/dl and after readjusting insulin bring blood glucose to 126 mg/dl. Customer will not returned insulin pump for analysis.